Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not report when the alleged product issue occurred, but informed the cca that they obtained a blood glucose result of ¿302mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient does not take any medication in order to manage their diabetes and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged inaccuracy they developed the symptoms of ¿weak, shaky and a little dizzy¿. In response to this the patient called the emergency medical services (ems). When the ems arrived, they measured the patient¿s blood glucose and a result of ¿190mg/dl¿ was obtained on the ems meter. No further treatment was provided. At the time of troubleshooting, the cca noted that the patient was using expired test strips. The unit of measure was set correctly on the subject meter. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.